Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump¿s touchscreen became unresponsive, displaying a frozen prompt to tap the button to wake and, after an attempted restart via the app and charging, the screen appeared grainy; the user reported no visible external damage, the screen was not usable, and the issue occurred the prior night, consistent with an unresponsive key/button on the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software-related problem associated with the touchscreen, presenting functionally as unresponsive keys/buttons on the device¿s touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.